Event description:
It was reported that patient was scheduled for hip revision procedure in 2008. During procedure, patient was placed under anesthesia and an incompatible replacement component was opened for use. Revision procedure was scheduled to replace the liner component however, the item opened was an all poly liner cup intended to be cemented. As the component was incompatible with the existing acetabular cup shell manufactured by another supplier, the revision procedure was cancelled. Patient returned to surgery four days later.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of product label determined label contained adequate information to properly identity product. No changes were warranted. Review of complaint history found no additional reports concerning label content. This report filed october 7, 2008.